Manufacturer narrative:
H10. H3, h6: we have now completed our investigation into the reported complaint. A review of the batch manufacturing records could not be performed as no lot number was provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. A complaint history review was carried out using the part number provided. There have been further complaints reported with this issue in the past three years. The device was used for treatment. It was reported that the pump stopped working. The returned pump underwent a product evaluation. An initial visual inspection did not identify any issues. When batteries were inserted into the device all indicator lights were solidly illuminated. This confirmed that the pump entered a non-recoverable error state. This is a patient safety in which the device stops delivery therapy and must be removed and swapped. The analysis undertaken confirmed that the device had failed due to liquid contamination of the internal electronic components. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that during treatment the pico was applied to the patient on 21st. On the 22nd the pump stopped working. The patient tried replacing batteries but still did not work. The patient required to return to the clinic for the application of new device.